Manufacturer narrative:
A siemens field service engineer (fse) specialist was dispatched at customer's site. The fse evaluated the instrument and performed service check. The fse ran quality control samples, which were in range. The customer has not observed any additional discordant results since then. The cause of imprecise albumin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecise albumin results were obtained on three patient samples when run neat versus diluted on an immulite 2000 xpi instrument. Initial discordant patient results were not reported to the physician(s). The sample for patient 1 was repeated neat on the same instrument, and five replicates were obtained. The sample for patient 2 was run at 1:20 and 1:5 dilutions and the sample for patient 3 was run at 1:20 dilution, both on the same instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the imprecision obtained on albumin results.